Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the atrial lead exhibited episodes of over-sensed noise. No intervention was performed. Patient was in stable condition.

Manufacturer narrative:
H6 investigations findings code should be 3221- no findings available, rather than 213 - no device problem found